Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that while monitoring etco2, the users temporarily removed the cables from the device, kept them connected to the pt, moved the pt and reconnected the cables to the device, and could no longer acquire an etco2 reading. There was no negative pt impact.